Event description:
Patient underwent bilateral common iliac artery kissing stents after shock wave vascular lithotripsy, upon retrieval of the right femoral artery 7 french sheath an attempt at percutaneous proglide preclosure was performed unsuccessfully resulting in vascular injury, several attempts at sheath exchange and subsequent angiograms evidence flow limitation of the external iliac artery on the right side into the common femoral artery. It was decided the surgical repair was necessary.